Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line alarm which was confirmed through the history log but was not reproduced. The confirmed symptom was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump falsely displayed the air in line message during patient care in the intensive care unit. It was also reported there was no patient injury.